Event description:
Surestep foley tray system 16 fr w/ drainage bag ref # a897516 was leaking around the green exit tube from the drainage bag after insertion. Seems to be a defective bag. No harm to pt, drain bag switched to leg bag. Manufacturer response for catheter, retention type, balloon, surestep¿ foley tray system bardex® all- silicone foley catheter tray (per site reporter). Product failure was emailed to bard/bd on [redacted]. The email was acknowledged and given case # [redacted]. There has been no other communication provided from bard/bd.